Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw6077927.

Event description:
It was reported that the patient underwent a hernia repair procedure for bladder prolapse on (B)(6) 2010 .outcome was reported: hospitalization, damage and required intervention.